Event description:
It was reported that a 48-year-old caucasian female who underwent primary breast augmentation with 300cc mentor memorygel breast implants experienced bilateral capsular contracture post procedure. The left sided capsular contracture was baker grade IV. The right sided capsular contracture was baker grade iii. Pain, hardness, shoulder, and back were noted with the capsular contracture. As a result, explant was performed on (B)(6) 2022. See 1645337-2022-08451 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on july 19, 2022. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on august 15, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear on the anterior view measuring approximately 6.7 cm. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 18, 2023. The devices were explanted without replacement on (B)(6) 2022, with replacements to be placed at a later date. New implants were placed on an unspecified date. The replacement implants were reported for capsular contracture in a separate event under 1645337-2023-00680 and 1645337-2023-00681. Manufacturer¿s reference number: (B)(4).